Manufacturer narrative:
(B)(4). Date sent: 1/13/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/10/2025. D4 batch #215d47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed, the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. Also, the orange indicator was received on the low b position, however, it cannot be moved from that position. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. Additionally, the orange indicator was observed damaged (cracked). No functional test was performed due to the condition of the device. No conclusion could be reached as to how the orange indicator became damaged. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 215d47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4 batch #215d47. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed, the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. Also, the orange indicator was received on the low b position, however, it cannot be moved from that position. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. Additionally, the orange indicator was observed damaged (cracked). No functional test was performed due to the condition of the device. No conclusion could be reached as to how the orange indicator became damaged. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 215d47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. Investigation summary- visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed, the green checkmark did not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. Also, the orange indicator was received on the low b position, however, it cannot be moved from that position. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. When shrouds were removed, the motor connector was observed disconnected from the pcba and damage was observed on the pcba connector wiring. This indicated the motor plug¿s locking mechanism was not working appropriately. An unplugged motor connector prevented the device from firing. Additionally, the orange indicator was observed damaged (cracked). No functional test was performed due to the condition of the device. No conclusion could be reached as to how the orange indicator became damaged. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Date sent 12/18/2024, d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic assisted sigmoid colectomy, a cdh29p was used for the anastomosis. The anvil was placed extracorporeally with a purse-string technique. The surgeon inserted the battery into the device and the stapler "lit up". The stapler was inserted into the rectum, the spike was deployed and the orange ring on the spike was visualized. The anvil was attached to the spike, the closing knob was turned until the knob was tight and the orange line was in the green firing zone. The safety was moved and a surgeon attempted to fire the stapler. Nothing happened. The battery was removed, re-inserted, and still it would not fire. A new device was opened and the new battery was used on the original device, but it still wouldn't fire. The original device was removed, the second device with the second battery was placed in the rectum/sigmoid and fired with the original anvil. The second stapler with the first anvil fired and two complete donuts were removed and inspected. No air leaks were detected. Delayed the case about fifteen minutes, but was completed. No patient harm.